Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen for re-stimulation and in situ testing showed affected channels. Per field information, the recipient did not use the device consistently in the first 4 months after activation (in 2014) and then the recipient stopped coming to appointments. The mother reported that he didn_t want to wear the device (reason not provided) so she didn_t make him and then he lost the external equipment. Currently he is using sign language to communicate.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. Further tests are considered by the clinic but no date has been scheduled yet.

Event description:
The recipient was seen for re-stimulation and in situ testing showed affected channels. Per field information, the recipient did not use the device consistently in the first 4 months after activation (in 2014) and then the recipient stopped coming to appointments. The mother reported that he didn_t want to wear the device (reason not provided) so she didn't make him and then he lost the external equipment. Currently he is using sign language to communicate.

Event description:
The recipient was seen for re-stimulation and in situ testing showed affected channels. Per field information, the recipient did not use the device consistently in the first 4 months after activation (in 2014) and then the recipient stopped coming to appointments. The mother reported that he didn_t want to wear the device (reason not provided) so she didn_t make him and then he lost the external equipment. Currently he is using sign language to communicate. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.